Event description:
Information provided states that the patient had a lumbar arthrodesis procedure on (B)(6) 2018. The patient experienced pain seven days after surgery. A revision surgery was performed on (B)(6) 2018 to remove and replace a set screw that was found to have backed out at l3-l4. The revision surgery was completed successfully with another set screw.